Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 3, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead through the skin and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Device analysis report attached.